Event description:
Patient was in the cardiac cath lab having an ablation for a-fib. The doctor was using a baylis medical company toronto transseptal catheter. The doctor noted that the rf function was not working. The catheter was withdrawn and examined. At that time, it was noted that the tiny wire tip of the catheter was missing. A new baylis medical company toronto transseptal catheter was obtained and was used to complete the procedure. Chest x-ray revealed that that the broken-off tip of the first (malfunctioning) catheter was lodged in the patient's septum.